Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that nearly 5 months after the dental implant was installed in intraoral region #28, it was verified its non osseointegration; 45 ncm of primary stability was achieved and immediate load was performed. Pt presented bone type ii.